Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission was unsuccessful. Upon device error interrogation, erroneous parameter values error was observed. Device could not be interrogated. Device was reprogrammed successfully.